Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a power issue with her onetouch verioiq meter. The patient mentioned that she had to charge the battery quite frequently and a couple of times the meter did not power on when she attempted to test with it. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that she obtained the subject meter approximately 2-3 months prior but has only tested with it four times. The patient claimed she had to recharge the meter's battery prior to every use on those 4 occasions she tested with the subject meter. At the time of the follow-up call, the patient informed the csr that she tests her blood glucose 1-2 times daily and manages her diabetes with diet and exercise. The patient confirmed she does not take any medications to manage her diabetes. The patient reported that on (B)(6) 2013 she developed symptoms of feeling dizzy, shaky, slurred speech and a headache. On both occasions, in response to the symptoms she attempted to test with the subject meter; however, it would not power on. The patient claimed when the subject meter did not power on, she immediately tested with her other meter (contour). The patient informed the csr that on (B)(6) 2013 she obtained reading of "3.2 mmol/l" with her contour meter when symptomatic and on (B)(6) 2013 she obtained a result of "2.8 mmol/l" with her contour meter when symptomatic. The patient confirmed she treated herself in response to the symptoms and confirmed feeling better afterwards. At the time of the follow-up call, the csr noted that the patient declined to answer additional questions. It is not known when the patient had last tested her blood glucose prior to the onset of symptoms on (B)(6) 2013. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the alleged meter issue caused and/or contributed to this serious injury. The patient was symptomatic prior to when the subject meter would not power on. In addition, there is evidence there was a delay in treatment due to the alleged power issue. However, this complaint is being reported because the power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (11/25/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 10/23/2013 and 11/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.